Event description:
It was reported that there was a confirmed motor stall noted in the pump event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI. The patient had just finished an MRI and the health care provider had checked the pump status post MRI and found the stall.

Event description:
Additional information: it was reported that the motor stall recovered. The drug delivered via the device was lioresal.